Manufacturer narrative:
Batch review performed on 13 november 2023: lot 185627: (B)(4) items manufactured and released on 25-oct-2018. Expiration date: 2023-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery due to due to knee laxity and the cause of the laxity is unknown. The surgeon at about 3 years and 4 months post primary, revised the insert to a thicker one and the surgery was completed successfully.